Event description:
It was reported that the customer had been hospitalized and had pump issues. Customer was hospitalized due to diabetic ketoacidosis and was not getting any pump errors or messages. Customer's blood glucose level was 390 mg/dl. Customer declined troubleshooting. Customer stated that there was an urgent care visit for their high blood glucose levels on (B)(6) 2015. Customer's blood glucose level was about 460 mg/dl at the time. Customer was throwing up and could not keep water down. Customer's blood glucose level kept rising. Customer was still in the hospital with an IV drip and insulin drip. Customer was wearing the pump at the time of the urgent care visit. The emergency room doctor is requesting a pump replacement. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The unit had a cracked reservoir tube lip, battery tube threads, and case near display window corners noted during visual inspection. The insulin pump passed functional test including prime, compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.